Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-07026. It was reported that patient's right ventricular and atrial leads had both exhibited separate noise events leading to high ventricular rates and pacing inhibition. Physician was initially going to perform an extraction on the leads. However, due to stenosis of the vein and other patient risk factors, the physician elected to cap both leads and then implant two new leads on (B)(6) 2020. Patient condition was stable after the procedure.